Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic robotic low anterior resection, the device wouldn't fire even if the surgeon was able to press the green button and squeeze the handle. They used another reload to complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.